Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery or verify no excessive no delivery alarms due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error test. The motor passed the motor test. The pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 405 mg/dl and insulin pump was not delivering insulin during the night. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was not able to complete rewind process. Insulin pump was stuck in prime rewind loop and would continue to receive motor error alarm. Customer was advised that insulin pump would need to be replaced.